Event description:
Patient with very long segment barrett's and high-grade dysplasia (14 cm) underwent endoscopic mucosal resection for visible lesions within barrett's segment. No information available on whether or not the patient developed dysphagia after emr or if they required dilation. The patient underwent ablation with the focal rfa device 3 months later, perhaps due to narrowing from emr. A stricture was noted and dilated. Subsequent endoscopy reports state that there was either no stricture or a mild stricture, and ablation continued until barrett's resolved.